Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose value. The customer's blood glucose value was over 400 mg/dl. The customer stated that the insulin pump had insulin flow block alarm. The insulin pump passed self test. The customer reported cannula was bent. The insulin pump will be returned for analysis.